Manufacturer narrative:
During follow-up communication with the customer, it was stated that there are four devices that were potentially used during this case. Serial numbers were not provided and the facility does not know which unit was used on the patient. This information will be provided in a supplemental report if and when made available. As the serial number was not provided, the device manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). During follow-up communication with the customer on november 17, 2016, sorin group (B)(4) learned that the facility does not know which unit was used on the patient. The customer stated that the heater-cooler units have always been operated inside the operating room. Through additional follow-up communication with the customer on november 29, 2016, sorin group (B)(4) learned that the facility had four units at the time of the patient's procedure, and all four units have been tested. The contact was unable to provide the lab reports or the final test results of the units and stated that she does not have the serial number information available for the four units, and the facility does not know which unit was used on the patient. As additional information on the units has not been provided, additional investigation is not possible. If additional information is received that changes the facts or conclusions submitted in this report, a supplemental report will be filed. Device not available for return.

Event description:
On november 7, 2016, sorin group (B)(4) received a user medwatch report ((B)(4)) stating that a patient aquired a mycobacterium chimaera infetion. The report stated that the patient infection was likely associated with the use of the sorin heater cooler system 3t.